Event description:
On (B)(6) 2013 certified trainer reported the patient is facing some leakage at the infusion site. Certified trainer states the patient faces the leakage after 2 days of the infusion headset being in her body. On follow up call patient reported she has faced leaking on 2 different occasions. Patient stated the first time was on (B)(6) 2013. Patient reported the infusion site was her upper stomach and she was bending over planting flowers and felt moisture at her site. Patient stated she looked at the infusion site and it was pink around the tape and moist; no pain at the site. Patient reported the headset had been in use for 3 days and she was getting ready to change it. Patient stated on (B)(6) 2013 she noticed her shirt was wet and smelled of insulin. Patient reported the infusion headset has just been inserted that morning. Patient stated the cannula was not bent upon removal and an audible click is heard when attaching the tubing to the headset. Patient reported she thinks the leaking is due to the length of the infusion headset. Patient discarded the alleged infusion set. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient discarded the infusion set.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the retention head set meets product specifications. Result no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.